Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that a patient underwent total hip replacement surgery on (B)(6) 2000. In 2016 patient underwent revision surgery due to fracture of ceramic components; patient was implanted with depuy stem and metal head. On (B)(6) 2016 patient underwent 2nd revision, reason not provided, in which metallosis was seen. During 2nd revision the head and inserter were revised. Additional information has been requested. When information is received, this med watch report will be updated and additional reports will be submitted as applicable. Components in use listed as concomitant devices are: nh052t / plasmacup sc size 52mm; nh193 / sc/msc pe-insert 28mm 52/54 sym; nk460 / biolox prosthesis head 12/14 28mm s.